Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device inner surface, and two curved openings. A microscopic analysis and leak test were performed which identified sharp crease two openings and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was two sharp crease openings in the radius side assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.